Manufacturer narrative:
H.6. Investigation summary: bd received 1 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for damaged tube] was observed. Additionally, the customer samples along with damaged tube retention samples from bd inventory, were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional/corrected information: d.1. Device available for eval: yes. D.1. Returned to manufacturer on: 23-oct-2023.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes have "scratches"/ crack on wall. The following information was provided by the initial reporter. The customer stated: defect: obvious scratches on the wall of the blood collection tube. Quantity: 1 piece. Impact: no other adverse effects on patients.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged tube was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter facility name:(B)(6). H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes have "scratches"/ crack on wall. The following information was provided by the initial reporter. The customer stated: defect: obvious scratches on the wall of the blood collection tube quantity: 1 piece. Impact: no other adverse effects on patients.